Manufacturer narrative:
(B)(4). Additional information: it was reported per field service report: symptom - system error 3 alarm and piezo alarm. No +12 & 54v. Findings/actions taken: reseated cables. Piezo alarm still active. Replaced central processing unit (cpu) board. Power cord clip was installed. Software level: 2.24 evaluation: no parts or recorder strips were returned to the teleflex (B)(4) facility for evaluation. The copy of the video attachment was received. After viewing the video, an audible sound was detected and the display was black. The audible sound was the piezo alarm. A device history record review was conducted for the iabp and cpu board serial numbers and lot numbers with no relevant findings. The devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "constant high pitched alarm" and the screen did not light up" is confirmed. The cause of the reported complaint could not be determined.

Event description:
Sit was reported via a hot line call that when the clinical support specialist (css) returned the call she was placed on hold by an rn for a few moments and then another rn then came to the phone. The patient had expired. The rn reported that this was worst case scenario. The first pump that they attempted to use would not boot up. They had a "constant high pitched alarm" and the screen did not light up. On the second pump they connected the fos, but the pump wouldn't pump. The rn stated she would call the css back later when she could give more information. At 1350est the rn called the css back. The css explained that she can only hypothesize without knowing actual alarms and possibly seeing strips. Based on the information that the rn gave the css, the second pump had purge failure alarms. They had no ECG leads on the patient and there was no lv (left ventricular) function (CPR not started). The css explained that they likely had no trigger for the pump to use. The css and rn discussed possible causes for the alarm on the first pump. The pump had been sent to biomed. On (B)(6) 2015 the css spoke to the rn who sent a video of the first pump. The alarm was definitely constant tone. They were able to recreate this alarm and the arrow field service engineer (fsr) was recommending replacement of the power supply and battery. After further discussion, the rn was also able to confirm on the strip that the second pump was having purge failure alarms, likely due to no trigger. The rn stated that no compressions were being done and the patient had no ventricular movement or squeeze. The rn feels the delay in therapy was not a factor in the patient's death. The first pump issue was occurring prior to the catheter being inserted as they were not ready to pump. The doctor was attempting to use a .030 spring wire guide (swg). The rn and css discussed the maximum swg is a .025. The css and the rn also discussed the use of internal trigger in situations with no CPR and no cardiac output in order to get pumping when there is no other trigger available. The rn will be sending the strip.

Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported via a hot line call that when the clinical support specialist (css) returned the call she was placed on hold by an rn for a few moments and then another rn then came to the phone. The patient had expired. The rn reported that this was worst case scenario. The first pump that they attempted to use would not boot up. They had a "constant high pitched alarm" and the screen did not light up. On the second pump they connected the fos, but the pump wouldn't pump. The rn stated she would call the css back later when she could give more information. At 1350est the rn called the css back. The css explained that she can only hypothesize without knowing actual alarms and possibly seeing strips. Based on the information that the rn gave the css, the second pump had purge failure alarms. They had no ECG leads on the patient and there was no lv (left ventricular) function (CPR not started). The css explained that they likely had no trigger for the pump to use. The css and rn discussed possible causes for the alarm on the first pump. The pump had been sent to biomed. On (B)(6) 2015 the css spoke to the rn who sent a video of the first pump. The alarm was definitely constant tone. They were able to recreate this alarm and the arrow field service engineer (fsr) was recommending replacement of the power supply and battery. After further discussion, the rn was also able to confirm on the strip that the second pump was having purge failure alarms, likely due to no trigger. The rn stated that no compressions were being done and the patient had no ventricular movement or squeeze. The rn feels the delay in therapy was not a factor in the patient's death. The first pump issue was occurring prior to the catheter being inserted as they were not ready to pump. The doctor was attempting to use a .030 spring wire guide (swg). The rn and css discussed the maximum swg is a .025. The css and the rn also discussed the use of internal trigger in situations with no CPR and no cardiac output in order to get pumping when there is no other trigger available. The rn will be sending the strip.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the cpu (central processing unit) board was returned for evaluation. Visual inspection of the cpu board was performed and found no abnormality was found. The cpu board in question was installed onto the cpu/fe/fos bd test fixture and the functional test was performed. The cpu board in question failed on initial start-up. The system alarmed system error 3 along with the frozen screen. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "frozen screen along with constant alarm" is confirmed. The reported problem was replicated during the functional test. The system alarmed system error 3 along with the frozen screen. The root cause of cpu board malfunction is undetermined.

Event description:
It was reported via a hot line call that when the clinical support specialist (css) returned the call she was placed on hold by an rn for a few moments and then another rn then came to the phone. The patient had expired. The rn reported that this was worst case scenario. The first pump that they attempted to use would not boot up. They had a "constant high pitched alarm" and the screen did not light up. On the second pump they connected the fos, but the pump wouldn't pump. The rn stated she would call the css back later when she could give more information. At 1350est the rn called the css back. The css explained that she can only hypothesize without knowing actual alarms and possibly seeing strips. Based on the information that the rn gave the css, the second pump had purge failure alarms. They had no ECG leads on the patient and there was no lv (left ventricular) function (CPR not started). The css explained that they likely had no trigger for the pump to use. The css and rn discussed possible causes for the alarm on the first pump. The pump had been sent to biomed. On (B)(6) 2015 the css spoke to the rn who sent a video of the first pump. The alarm was definitely constant tone. They were able to recreate this alarm and the arrow field service engineer (fsr) was recommending replacement of the power supply and battery. After further discussion, the rn was also able to confirm on the strip that the second pump was having purge failure alarms, likely due to no trigger. The rn stated that no compressions were being done and the patient had no ventricular movement or squeeze. The rn feels the delay in therapy was not a factor in the patient's death. The first pump issue was occurring prior to the catheter being inserted as they were not ready to pump. The doctor was attempting to use a .030 spring wire guide (swg). The rn and css discussed the maximum swg is a .025. The css and the rn also discussed the use of internal trigger in situations with no CPR and no cardiac output in order to get pumping when there is no other trigger available. The rn will be sending the strip.